Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer stated that they experienced low blood glucose level and treated with glucose tablets. The customer alleged the insulin pump for under delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test and manual prime: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir does not leak and is not occluded.